Event description:
It was reported to gore that the patient underwent endovascular treatment for a transjugular intrahepatic portosystemic shunt (tips) procedure on (B)(6) 2020 by using a gore® viatorr® tips endoprosthesis with controlled expansion. It was stated that disease-related the patient was labeled for liver transplantation. Until then a tips procedure was performed with a device with controlled expansion 8-10 mm as always (7 + 2 cm). The device was dilated to only 6 mm during the intervention. In the following months after implantation the patient developed cardiac decompensation (anasarca, ascites) but there were no interventions. From time to time highly dosed diuretics were applied, however his state of health deteriorated significantly in the last 2-3 months. Reportedly, in november 2021 a CT scan revealed a device diameter of 10 mm (measured distal, central and proximal) which could be confirmed in an angiography. This resulted in a very strong flow and a portal pressure gradient (ppg) of 9-10 mm hg. With a bentley stent graft the shunt volume had to be reduced to 4 mm to improve the cardiac overload under control of the pressure. It was stated that the result after the reduction of the tips was good. Nevertheless, a liver transplantation was performed a few days later. The customer stated that the possible problem with the tips was that it should not passively expand up to 10 mm.

Manufacturer narrative:
As the device remains implanted, no further investigation on the device can be performed. A review of the manufacturing records indicated the lots met pre-release specifications.